Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and the mesh was implanted. It was reported that the patient experienced vaginal pain, dyspareunia and spotting for one year. There were no stress leaks but some urgency. It was also reported that erosion was noted in the clinic on (B)(6) 2020 and surgery to treat was conducted on (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent. Event related to patient's first event reported via mw # (B)(4). Event related to patient's second event reported via mw # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent. Event related to patient's first event reported via mw # 2210968-2022-00372. Event related to patient's second event reported via mw # 2210968-2022-00373.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and the mesh was implanted. It was reported that the patient experienced vaginal pain, dyspareunia and spotting for one year. There were no stress leaks but some urgency. It was also reported that erosion was noted in the clinic on (B)(6) 2020 and surgery to treat was conducted on (B)(6) 2021.